Event description:
On (B)(6) 2013, the reporter contacted animas, alleging intermittent button response issues. Two days prior to the complaint, the pump was exposed to moisture, resulting in the "up" button being completely unresponsive, and the "down" button producing a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad cover was found to be torn over the up arrow button. During testing, the down arrow keypad button was found to be intermittently unresponsive; the up arrow button was completely unresponsive. The ok and contrast keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Moisture was found inside the battery compartment. The pump failed a leak test due to a crack in the battery compartment. The pump case was opened and evidence of moisture was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.